Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a backup battery fault alarm and the system controller¿s black cable connector being damaged were both confirmed. The provided log file was reviewed, containing data spanning 27 days (B)(6) 2020 ¿ (B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A backup battery fault alarm became active on (B)(6) 20200 at 00:00, correlating to the backup battery passing its expiration date. The alarm remained active until the patient¿s driveline was disconnected at 13:24 of the same day in order to conduct the reported controller exchange. No other notable events were observed. The returned system controller (serial number (B)(6) was observed to have a broken black connector nut upon arrival. The controller was functionally tested and was found to perform as intended despite the observed damage. The controller¿s black cable connector was inserted into a test patient cable and battery clip multiple times, and the connection remained intact. However, due to the broken locking nut, the connection was unable to be tightly secured. The root cause of the backup battery fault alarm was the battery reaching its expiration date. The root cause of the damage to the controller¿s black connector nut was unable to be determined through this analysis. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. It should be noted that the battery expiration did not affect its primary function to provide power to the system. According to the heartmate ii instructions for use (doc #106020), depending upon the patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. The system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the black cable from the controller to battery clip and mpu was not connecting properly and would fall of funless taped in place. The patient's controller was exchanged due to a malfunctioning black cable connection.